Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) performed on (B)(6) 2022. During the procedure, the first bands did not deploy off of the ligator. The device was removed and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) performed on (B)(6) 2022. During the procedure, the first bands did not deploy off of the ligator. The device was removed and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that there were six bands attached in the ligator head, and some bands had moved from their position and overlapped, and one band was broken (damaged). The slack was taken up correctly, and the trip wire was secured. The suture thread was in good condition and contained the seven knots. The device was observed under magnification, and the ligator head teeth were bent/damaged. The suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the six bands attached in the ligator head had overlapped, one band was broken, and the ligator head teeth were also bent/damaged, suggesting that a malfunction of the device may have occurred, consequently, the bands were not deployed as expected. It is possible that due to the manipulation or technique used at that time to interact with the device may have interfered with the normal operation of the device. The crooked teeth and the broken band clearly showed that the functionality of the device was affected in some way, possibly the tortuosity or anatomical conditions of the patient. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.